Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad® pump (B)(4) was not returned to heartware for evaluation as it was explanted and retained by the site. Review of the manufacturing documentation confirmed that the pump (B)(4) met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption and flow, as well as "high watts' alarms that correlate with the reported event. The site performed an evaluation of the explanted pump which revealed thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The exact cause of the event could not be conclusively determined, and the recent adjustment in the patient's anticoagulant therapy may have been a contributing factor. Applicable risk documentation and experience with events of similar circumstances were considered; events with an increase in power consumption above the expected range are many times attributed to pump thrombus. Thrombus is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause and origin of the thrombus cannot be conclusively determined. Clinical factors that may have contributed to the reported event include a history of dilated cardiomyopathy and atrial fibrillation. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated (B)(4) 2014, and pursuant to the provisions of 21 cfr part 803. Driveline remains implanted.

Event description:
It was reported that the patient began to experience high flow rates, high power and red urine along with a rise in their lactate dehydrogenase (ldh) value to 5000 iu/l shortly after arrival to the intensive care unit (ICU) immediately after the device implantation. The patient was taken back to surgery the following day where the pump was exchanged. Upon visual examination of the explanted pump a thrombus was visible through the inflow cannula and a line of thrombus came out from the outflow of the pump. The patient is currently reported to be doing well after the exchange.